Manufacturer narrative:
The philips service engineer (se) reported that the issue was not duplicated; however, the touchscreen was replaced as recurrence preventive measure.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was out of alignment, and the user could not change the settings. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 had a touch panel that was out of alignment, and that the user could not change the settings. It was reported that a calibration was performed, but the issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause: the touch screen passed all of the flex cable resistance testing. Initially the touch screen failed during diagnostics and functional testing. The touch screen displayed misaligned touch points. The tech verified that after the successful recalibration of the touch screen using the touch screen calibration button noted in the diagnostics portion of the software, the touch screen could be recalibrated. The touch screen passed all diagnostics testing and the touch screen operated without issue. After the calibration of the touch screen, the touch points were properly aligned with the liquid crystal display. The issue of a touch screen within spec resistance readings and could be calibrated at the product investigation lab without issue.